Event description:
Reporter indicated that revision surgery was performed due to patient inability to perceive stimulation after parameters increased. During revision surgery, it was noted that the lead was not on the nerve. The lead was explanted and a new lead was implanted.